Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The head of one of the brushes came off while brushing- precision clean brush head [device breakage]. No adverse event [no adverse event]. Color of the bristles different from those that we usually buy- precision clean brush heads [device colour issue]. Bristles are less hard- precision clean brush heads [device physical property issue]. Strongly suspect counterfeit products [suspected counterfeit product]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head of one of the oral-b precision clean brushheads that were purchased online came off. The reporter stated that the precision clean brush heads were different from the brush heads previously bought in a store. The brush heads were less hard and a different color, and the consumer suspected they were counterfeit. No symptoms developed.

Manufacturer narrative:
10-nov-2015 product investigation results: reporter returned 4 toothbrush heads confirmed to be counterfeit oral-b brush heads.

Event description:
The head of one of the brushes came off while brushing- precision clean brush head [device breakage]. No adverse event [no adverse event]. Color of the bristles different from those that we usually buy- precision clean brush heads [device colour issue]. Bristles are less hard- precision clean brush heads [device physical property issue]. Product counterfeit [product counterfeit]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head of one of the oral-b precision clean brushheads that were purchased online came off. The reporter stated that the precision clean brush heads were different from the brush heads previously bought in a store. The brush heads were less hard and a different color, and the consumer suspected they were counterfeit. No symptoms developed.